Event description:
A non-health care professional reported with the description of lens damaged on striped optics. Additional information has been received stating that the lens was explanted during the initial procedure and the patient current condition was recovered.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).